Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was refilled on (B)(6) 2010. The refilling provider believed that the medication used to fill the pump was lioresal 2000mcg/ml. It was later reported by the pharmacist that compounded baclofen was used. On (B)(6) 2010, the pt reported that his lower legs developed severe clonus, progressing up his legs to muscle spasms in his torso by the following evening. The pt presented to the ER. The pt was lucid, did not have a fever, but did have clonus and some pruritus. CT and dye study did not show any obvious break or kink in the catheter. The pump logs looked normal. On (B)(6) 2010, the healthcare provider washed the reservoir, evacuated the catheter and pump tubing of compounded drug and replaced all with lioresal 2000 mcg/ml. About 4cc of drug was removed from the reservoir for analysis; the analysis results showed the concentration was 2152 mcg/ml. The pump was then programmed to 100 mcg/day, the standard starting dose, as the hcp felt that there was no way of knowing if the pt had been getting drug for the last few days. It was noted that the pt had been well controlled on intrathecal baclofen therapy for many years. The pump had been programmed to simple continuous dose at 1381 mcg/day for more than two years. Following the refill with lioresal the hcp reported that the pt was doing very well.